Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the pump was evaluated, the reported issue was not present during investigation. Space cover functioned correctly with no issues found during inspection. Perform preventive maintenance service.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: cover - not functioning, blinking red light, and smoking.